Manufacturer narrative:
User facility personnel utilized another device and the procedure was completed successfully. A procedure delay was reported due to the reported event. The manufacturer of the device was notified following the reported event. The instrument was sent back to the manufacturer for evaluation.

Event description:
The user facility reported that a piece from the instrument came into contact with the patient during a procedure.